Event description:
It was reported that during a training/demo of the da vinci system the field service engineer (fse) reported that the system had an error 23062. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vertical motor module was analyzed and found that the reported error logs showed error 23062 and 1134. Further inspected and found j22 connection unplugged. Reseated connection and still no change. Isolated issue with vertical motor, so replaced vertical motor to address reported issue. Performed a visual inspection and found no problem related to reported issue. Checked and verified errors 23062 and 1134 in lighthouse/aperture. Installed on an internal equipment, fixture, or tool (eft) system and was able to replicate the 23062 error reported issue during system testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.